Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist spoke with the customer and informed them that the issue was due to their internal network. The customer had already engaged their information technology team to address the issue. The tss ran the server downtime query and found no delays in message processing. The customer confirmed that the issue had been resolved and that the stations were back online. The tss attached the knowledge article (pyxis es server reboot process and validation) for reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower all seventeen devices in the surgery area were not communicating and were showing as offline. However, there were no delays, adverse events or injuries reported based on this event.